Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient¿s height- (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a right distal third humerus fracture on (B)(6) 2016; one (1) side of the reduction forceps snapped and broke off into two (2) pieces. One (1) piece fell into the patient and was retrieved without incident. Another clamp was available resulting in only a 30 second delay. One (1) plate, eleven (11) screws and one (1) lag screw were implanted into the patient. The remainder of the surgery went as planned and the patient was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.